Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient rep reported that the stimulation tends to shut itself off periodically and they don't know if that's something they're doing or something. The issue began 3-4 months ago. Patient rep stated that they can have the implant at 80% for 3 days and then all of a sudden they come back and it's turned off. Patient rep stated that when they check the controller, it shows that stimulation is off. Patient rep mentioned that they leave the controller plugged in completely in between charges. Agent asked and patient denied any recent falls/trauma. Agent asked the patient rep if they use the stimulation on/off button on the top of the controller and patient rep stated they check each programs and when they do that it shows stimulation is turned off so they turn it back on. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; implant recharging with good quality. Towards the end of the call, controller showed 100% and implant 90%. Agent walked patient rep through turning stimulation on in programs 1-4 in group a. Patient was able to feel the stimulation in their legs. Agent reviewed with patient rep external equipment appears to be working as intended. Agent reviewed with patient rep to check the implant on the controller when they notice stimulation is off. Agent reviewed with patient rep to monitor and to follow up with patient's healthcare provider to further address the issue.

Manufacturer narrative:
B3. Event date is approximate. Year of event is confirmed to be accurate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.